Event description:
Child was receiving a vaccine by a ncma in a physician's office. Post injection, the caregiver noted that part of the needle was missing. The needle had broken in the child's leg. An x-ray confirmed this and the child required surgery under general anesthesia to remove the broken portion of the needle. The pt was discharged the same day. FDA safety report ID# (B)(4).